Manufacturer narrative:
Controllers were not returned for evaluation. Review of the log files associated with con400514 revealed two controller power up events on (B)(6) 2019 at 06:30:28 and at 06:31:11. No anomalies were observed leading up to the recorded controller power ups. The controller was without power for 6 minutes and 49 seconds during the first loss of power and a maximum of 43 seconds during the second loss of power. Review of the log files associated with (B)(4) revealed a controller power up event on (B)(6) 2019 at 08:08:13. Based on the log file analysis, this controller power up event was related to a controller exchange. No additional controller power up events were logged involving (B)(4) within the analyzed period. As a result, the reported power loss event was confirmed. The most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial #: (B)(4) device evaluated by MFR: yes , FDA method code(s): 4112, 4114 , FDA results code(s): 213 , FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿controller 2.0, controller 2.0 / con403056/ model #: 1420 / expiration date: 30-sep-2019 UDI #: (B)(4), device evaluation anticipated, but not yet begun dev rtn to MFR? No. Mfg date: 18-sep-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unconscious after accidentally disconnecting both power sources from the primary controller. The controller was without power for 6 minutes and 49 seconds. The primary controller was exchanged to the back-up controller. Following the exchange, the patient disconnected both power sources from the back-up controller in order to observe a double power disconnect alarm. The two controllers remains in use. No further patient complications have been reported as a result of this event.